Event description:
Eschalon flex 60 endoscopic stapler fired with blue load (7th load for that device). Went through tissue without incident. Unable to open jaws and straighten. Pulled out with trocar. Stapler opened manually to remove load and straighten. FDA safety report ID # (B)(4).